Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing, had varying to high impedance and delivered inappropriate therapy, possibly due to a fracture. The lead has been removed and replaced. No further patient complications have been reported as a result of this event.